Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "periprosthetic fluid collection". Device was explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201, f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic fluid collection"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and seroma. The event of "echogenic tissue suggest a possible hematoma" was later reported via mm report. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.